Event description:
The user facility reported that during preparation for use the power switch of the light source could not be turned on. There was no patient or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation, but the evaluation has not yet begun. The exact cause of the reported event could not be conclusively determined at this time. This report will be supplemented when the device evaluation is completed and if new information is received later.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The customer's complaint was confirmed and it was found that power switch wasn't engaging due to a faulty harness switch. Additionally, the repair center found corrosion on top cover, corrosion on bottom chassis, corrosion on front panel chassis, corrosion on lamp door, and corrosion inside air pump tubing. The front panel display label was damaged. The olympus lamp life meter was reading over 500+hours; lamp life was expired. There was also a worn out socket slider switch causing intermittent use of high intensity mode. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty harness switch could not be determined. Olympus will continue to monitor field performance for this device.